Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise present on rv and ff channels. Noise replicated at in-office evaluation with postural testing. Lead noise led to detection and shock. No lead measurements out of range. The lead remains implanted.